Event description:
It was reported with the use of the unspecified bd safetyglide¿ needle there was an issue with plunger would not move when injecting.

Manufacturer narrative:
Correction: per telephone call with the initial reporter, it was noted that the issue was only concerning the needle and there was no issues with the plunger or syringe because they used the same syringe with a different needle and it worked fine. The initial MDR 2243072-2018-01988 for this complaint was not needed. Reporting for the issue with the needle was captured in MFR report # 1213809-2018-00950.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd safetyglide¿ needle there was an issue with plunger would not move when injecting.